Event description:
It was reported that the as lvp 20d low sorb had black foreign matter around the spike. The following information was provided by the initial reporter: "a pharmacy technician noticed today a black area around the spike."

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Upon inspection of the infusion set, the spike on the drip chamber had a black substance on the spike tip of the spike. A device history record review could not be performed on model 11426964 because a lot number was not provided by the customer. The root cause for the issue seen in this complaint is grease that is remaining on the drip chamber due to the manufacturing process.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d low sorb had black foreign matter around the spike. The following information was provided by the initial reporter: "a pharmacy technician noticed today a black area around the spike."